Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during a gastroscopic treatment procedure performed on (B)(6) 2025. During the procedure, tip of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during a gastroscopic treatment procedure performed on (B)(6) 2025. During the procedure, tip of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus. Block h11: the returned resolution clip device was analyzed, and a visual and microscopic inspections revealed that the device was returned without the clip assembly, showing evidence of full deployment. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.